Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement for an unknown reason. Daily measurements show the impedance measurement stable at 1650 ohms, so they physician opted to monitor the situation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, partial separation was observed between the device header and case. Based on marks present on the header this separation likely occurred at the time of explant. X-ray inspection of the device header feed through showed no wire fractures. The left ventricular ring leaf spring was found to be out of specification while performing pin gauge testing. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. Analysis was not able to confirm the field allegation of an out of range impedance measurement.

Event description:
The patient's system was explanted seven days later due to infection and returned for analysis. The infection was reported in a different medical device report apppropriately.